Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified: sharp broken on posterior assessed as a surgical impact opening, for the stress mark in the shell, crease fold and non-penetrating nick. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as a surgical impact opening.

Event description:
Patient reported ruptured device. The device has been explanted. Left side.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.4, d.6b, g.2, h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported ruptured device. The device remains implanted. Left side.